Event description:
It was reported that when the patient presented in-clinic for a post-implant check, high capture threshold and a low sensing threshold were noted. The lead was repositioned. Loss of capture was then noted and the lead was replaced two days later. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.